Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had a battery longevity of 2.5 years upon initial interrogation but has a magnet rate of 90. Boston scientific technical services (ts) explained that the most accurate battery estimate for these devices is the magnet rate. Ts then advised to check device quarterly. Additional information indicated that the patient was not checked and was scheduled in the coming months. Moreover, the physician was aware of the discrepancy and will continue to monitor. The device remains in service. No adverse patient effects were reported.